Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified pitting and gouges in various areas on the proximal and distal surfaces of the bearing. The dovetail feature was also flared out, which is consistent with removal of the device. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: unknown date in 2008. Medical devices: femoral component option for cemented use only size f catalog#: 00599601601, lot#: 60599833, stemmed tibial component precoat size 3. Catalog#: 00598003701, lot#: 60899497. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised due to pain, implant wear and adverse tissue reaction from the wear particles approximately eleven (11) years post primary implantation. No additional information is available at this time.